Event description:
The plastic kinked so they couldn't get the wire (olympus 025 visiglide) through the stent. Pigtail straightener (black) is too small for the length of the pigtail. Both issues occurred with all three devices in the same procedure. User error: incorrect size wireguide used. (B)(4). User used additional product (zsos) from same line to complete procedure. Problem was not with the wire. User error: incorrect size wireguide used with replacement device. Did any unintended section of the device remain inside the patient¿s body? N/a not used. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. If yes, please describe. Did the patient require any additional procedures due to this occurrence? N/a not used if yes, please describe. Did the product cause or contribute to the need for additional procedures? N/a not used. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? N/a not used has the complainant reported that the product caused or contributed to the adverse effects? N/a not used. Please specify adverse effects and provide details. Additional information provided by dm on 31mar2022: "¿ can we please confirm if the 0.025 inch wiregude was also used with the replacement zso¿s? Yes. 025 wire was used. If so, can we request the lots of the replacement devices used?¿- I don¿t have that info. It is gone. "--did (B)(6) 2022. For all complaints, ask: 1 does the complaint relate to: device placement device removal observation prior to patient contact ? This one. What was the target location for the stent? Pseudocyst (pancreas) please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 68 degrees, without sun. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Was the wire guide lubricated prior to use? N/a, yes, no - yes. Was the wire guide inspected for damage prior to use? N/a, yes, no - yes. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no - yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no - no. If yes, please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no - n/a not used if not with the device in question, how was the procedure finished?* more zsos were used. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a no intervention required. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no - no. If yes, please detail any other defects observed. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no - no. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no - no. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zso-7-3 device of lot number c1784988 involved in this complaint was returned to cirl without its original packaging. With the information provided, a physical and a document-based investigation was conducted. Visual inspection: x 3 stents returned. X2 were rpn zso-7-3. X1 zso-7-4. Pr356622-1 kink noted on 5th porthole on tapered end of pigtail curl. Functional inspection: 0.035" wire guide does not pass the kinks. (Zso-7-3, lot c1745314 - pr 356622 / MDR ref# 3001845648-2022-00210). Pr356622-2 kink noted on 5th porthole on tapered end of pigtail curl. Functional inspection: 0.035" wire guide does not pass the kinks. (Zso-7-3, lot c1784988 - pr 356625). Pr356622-3 kinks noted on 3rd 4th and 5th porthole on non tapered end of pigtail curl. Functional inspection: 0.035" wire guide does not pass the kinks. (Zso-7-4, lot c1826731 - pr 356627 / MDR ref# 3001845648-2022-00202). Document review: prior to distribution zso-7-3 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl, a review of the manufacturing records for lot c1784988 did not reveal any discrepancies that could have contributed to the failure. This failure has not previously occurred with lot c1784988. Based on the information to date, there are no manufacturing issues associated with lot c1784988. To ensure conformity of all batch release products, pack qc procedures as per cirl, verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed as the failure was verified in the laboratory.. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted due to completion of the investigation.